Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms were worse than before the implant on (B)(6) 2023. Patient services reviewed therapy adjustment options and program function. Patient will make adjustment as needed. Additional information was received from the patient. They reported that they still have therapy concerns, that the therapy hadn't helped their symptoms of urgency, frequency and incontinence. The patient stated they tried all 7 programs and additional 4 programs were added but nothing helped. The patient stated for urgency their immediate peeing was a little as every half hour to every 3 hours when they were sleeping at night before having to wake up and during the day they only had maybe an hour before they had to go to the bathroom. The patient also stated with their sense of immediacy they only had a few minutes and they had to wear several pads. Patient wanted to know success rates for the therapy and so patient services reviewed therapy expectations and clinical data with the patient. The patient asked if the product could be defective or if it was placed incorrectly and patient services redirected the patient to follow up with their health care provider (hcp) to address their concerns. Patient confirmed feeling the stimulation when they would make changes in their bike-seat region. The patient stated they had an appointment next week with their hcp so they would address their concerns at that time. Additional information was received from the patient. They reported that the patient called back and stated that they'd tried every program on their implant including the additional ones that had been added to their programming and nothing has helped. Patient stated they to a point where they had given up and their managing health care provider (hcp) scheduled for the implant to be explanted in (B)(6) 2025. Patient stated they hadn't used the external devices in 2 months now and they weren't feeling the stimulation so while they still had time with the implanted system, they wanted to give it another go and see if this time the therapy would help. Patient services walked the patient through connecting to their settings. The therapy was on and the patient chose to increase the stimulation to where they felt it comfortably in their bike-seat. Patient wanted to know what program they should be on. Patient services reviewed device description/function with the patient and redirected the patient to follow up with their health care provider (hcp). The patient is going to monitor their symptoms and if the therapy didn't help it would be removed in the new year. 2 call recordings. Patient updated their health care provider (hcp) 6 months ago, so patient services called patient registration to update patient's follow up health care provider (hcp). The patient called back to ask for assistance increasing amplitude. Ps reviewed general use. Patient indicated they increased until they felt stimulation and will continue to monitor symptoms. Patient called back reiterating previously noted events. Patient stated that they can no longer feel their stimulation after their adjustment today and they don't believe that it is functioning. Agent reviewed with patient that they do not need to feel stimulation for it to be working. Patient stated they are not confident that their stimulation is working because they could not feel it. Reviewed therapy expectations. Patient stated that they have been holding their communicator to their waist 24/7 so that their therapy would not stop. Agent reviewed general use of externals. Patient stated that their stimulation used to cycle and they could feel it cycle but now they don't feel the cycling after a recent appointment with their hcp. Agent reviewed cycling with the patient. Patient will continue to monitor symptoms and make adjustments as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called in responding to follow up letter. The patient said the device was removed while they were undergoing surgery and the patient never saw the device again after surgery. The patient didn't know where the device was and if it was going to be sent back. The patient said they were really disappointed. Patient said they "wore" the device for a year and a half and it never really did anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify what was meant by "the device was not functioning," the patient stated the device was not failing because of battery failure--while the battery did run down several times, it was immediately recharged. The failure was that it never accomplished what was hoped--some measure of bladder control. The patient stated they had the device within their body for almost 18 months, and they had tried all seven initial programs plus four more that were offered in the last six months, and power levels were all set as strong as bearable, but none of these adjustments gave any evidence of being able to control the demands of their bladder. The patient stated device removal was scheduled for (B)(6) 2025.